Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-aug-2019 with the following findings: no damage or peeling was observed to the keypad. During testing, all of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was observed on the button contacts. The pump was opened and no evidence of moisture at the keypad connector. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed cracks in the battery compartment and dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.